Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room upon receiving inappropriate defibrillation therapy. Device interrogation was unable to be performed due to the patient was transferred to another facility. No intervention reported.